Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that the patient presented to the ER after receiving a patient notifier. Upon interrogation, the device exhibited backup vvi. A device download successfully resolved the backup vvi. The patient was planned to be monitored.